Manufacturer narrative:
Additional information: d6a, d9, g3, h3, h6. The complaint allegation is confirmed. Due to device contamination, only a visual evaluation was performed. Photographic evidence provided for device ar-9120-02, batch number 18.01883, showed chipping and nicks consistent with the implantation and explantation process. Based on the available information¿which may include the returned device (if applicable), photographs, videos, event descriptions, and any additional field data¿arthrex determined the most probable cause of the reported issue. The most likely root cause may be attributed to a patient-specific event, potentially involving bone remodeling or degradation over time, device wear, or loosening from the initial implantation, as well as anatomical changes following the initial surgery.

Event description:
It was reported that during an anatomical shoulder prosthesis with universal glenoid the base plate could not be implanted completely. The surgeon replaced the peripher and central screw without success. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update dw 31-jul-2025: further information was provided that the reported base plate was initially implanted four years ago. It was further reported that the patient underwent revision surgery 3 months ago where the inlay ar-9121-02 was revised. The patient continued to have issues and underwent the second revision on (B)(6) 2025. During the revision the initially reported event has been identified and the surgeon revised the base plate and 3 screws.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.